Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and coloplast aris-transobturator sling system were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with davinci assisted laparoscopic sacrocolpopexy, cystocele repair, rectocele repair, and cystoscopy due to vaginal wall prolapse, cystocele, rectocele, and incontinence. The patient experienced pain, infection, urinary problems and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, trouble urinating, incomplete bladder emptying, straining to void, and hesitancy.

Event description:
It was reported that following insertion the patient experienced urinary tract infections, trouble urinating, incomplete bladder emptying, straining to void, and hesitancy.